Manufacturer narrative:
Following the investigation done on the data log files it was highlighted that the root cause of this incident is the occurence of a known software bug. A CAPA has been raised in our quality management system to determine the further required actions.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the surgery, an error would occur on screen: ¿axial constraint failure in cooperative mode. Please do not apply any force on cooperative mode resumption.¿ the surgeon repeated the move and the error occurred again. The user adjusted the angle of approach, and no further errors occurred.